Event description:
Customer reported the battery leaked inside pump, found during biomed testing. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 06 2007. Device has been requested for evaluation. If device is received and evaluation performed, a follow-up medwatch will be filed.

Manufacturer narrative:
The device has been received for evaluation. Reported issue of leaking batteries was confirmed. Root cause - battery exploded or leaked inside the pump. The following components were damaged by he battery leakage and have been replaced: mpu board, mechanical board, battery spring, configuration label, pusher block assembly, multi mode cartridge, and reed switch. Appropriate repairs have been made and pump has been returned to customer.